Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent communication issues when attempting to pair a freestyle libre 3 plus sensor with the ilet system, resulting in repeated pairing failures and a message stating the sensor information could not be transferred; the user restarted the phone and re-paired, after which the sensor entered warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication failure associated with an electrical and magnetic component, specifically implicating the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.